Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - veritas study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet 2 was chosen for implant with a 14f amplatzer steerable delivery sheath. It was reported the delivery sheath was later realized to have been an expired device. The patient was discharged same day post-procedure. It was then reported on (B)(6) 2024, the patient reported to the emergency department due to stroke with vision changes and inability to speak. The patient was not given tenecteplase (tnk) and head computed tomography did not report any acute hemorrhage. No additional information was provided.

Manufacturer narrative:
An event for patient effects of transient ischemic attack, blurred vision, and arrhythmia was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause for the reported transient ischemic attack and arrhythmia could not be conclusively determined. Blurred vision is cascading effects of transient ischemic attack. The reported hospitalization and unexpected medical interventions were the result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: code 1770 stroke/cva removed. H6 health effect - impact code: code 4614 serious injury/illness/impairment removed.

Event description:
Crd_1064 - veritas study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet 2 was chosen for implant with a 14f amplatzer steerable delivery sheath. The patient was discharged same day post-procedure. It was later realized on (B)(6) 2024 the delivery sheath used during procedure was an expired device. It was then reported on (B)(6) 2024, the patient was admitted to the emergency department due to transient ischemic attack with a "kaleidoscope" change of vision to patient's left eye and inability to speak. Symptoms persisted a total of 40 minutes. Head computed tomography (CT) did not report any acute hemorrhage. Head/neck CT angiography revealed no large vessel occlusions (lvo). Initial electrocardiogram (EKG) showed normal sinus rhythm (nsr) with premature ventricular contractions (pvcs). Patient was reported compliant with aspirin and plavix. On (B)(6) 2024, the patient was started on eliquis 5mg and stopped taking clopidogrel 75mg. Patient was discharged on (B)(6) 2024.